Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer also reported an absence of alarms on the insulin pump. The customer's blood glucose was 500 mg/dl at the time of incident. Customer reported their blood glucose was 400 mg/dl at the time of the call. Customer treated their blood glucose with a manual injection. It was also found the customer was feeling dizzy from their high blood glucose. Troubleshooting found the insulin pump failed a high pressure test. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.